Manufacturer narrative:
Allergan has initiated an investigation into this late report. Device lot #: v15la60560. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿hard nodule in the lip¿ and ¿lip swelling¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions:as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. C. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported injecting a patient in the lips with an .7 ml of juvéderm volbella® xc. Five months later, the patient was injected in the cheeks with juvéderm voluma® xc. The month after the second dermal injection, the patient reported appearance of a hard nodule in the lip and visited a dermatologist. A biopsy was performed that same day that revealed ¿a reaction to juvéderm volbella® xc.¿ a medrol dosepak was provided that same day by the dermatologist. A week after the biopsy was administered, the patient saw the injector, who treated the patient with vitrase, claritin, and finished the medrol dosepak. Two weeks after seeing the injector for treatment, the patient followed up with the injector who noted, ¿the lip swelling is mostly resolved and non-tender.¿ symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00909 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volbella® xc.